Event description:
Subsequent information obtained from the author of the article indicated that the patient had a size 23 bjork-shiley valve in the aortic position and that "only [the] mitral valve [was] infected".